Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle piston is difficult to push. This was discovered during use. The following information was provided by the initial reporter: material no: 320440 batch no:8113505. It was reported that the piston is difficult to push. Verbatim: we have a customer complaining about code 320440. They say that the piston is difficult to push. They use it for injection filling agent (botox).

Manufacturer narrative:
Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the piston is difficult to push. The photos were examined and exhibited a deformed barrel. A review of the device history record was completed for batch# 8113505. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed barrel). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (difficult to move plunger) as this cannot be determined from the attached photos. As per investigation completed by manufacturing, "on 24jul2019, holdrege received a photo of a damaged syringe. Visual inspection of the photo found: 1 syringe with deep groove like damage along with a crack in the barrel. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were not look, and nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle piston is difficult to push. This was discovered during use. The following information was provided by the initial reporter: material no: 320440. Batch no:8113505. It was reported that the piston is difficult to push. Verbatim: we have a customer complaining about 320440. They say that the piston is difficult to push. They use it for injection filling agent (botox).